Event description:
It is reported that during surgery, the surgeon opened the device to try them together for implanting but found out the surface didn't fit the baseplate. It was discovered that the wrong implant was inside the box. After discovering the wrong implant, it was decided to place a fixed knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.